Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system q-syte was broken and leaked blood from the second port. The following information was provided by the initial reporter: "when rn tried running n/s via main line to noticed liquid mixed with blood is leaking from the second port of nexiva -noticed the bd q syte was broken."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-dec-2022. H6: investigation summary : bd received a used 24 gauge nexiva unit from 2238839 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed the top body of a q-syte unit attached to the luer of the nexiva device. Upon closer inspection under a microscope, the engineer was unable to identify any external damage to the components making it unlikely that over torque or an impact force caused the q-syte separation. Inspection of the weld line found that only half of the diameter of the bottom body where the weld line should be had evidence of being properly welded. Therefore, based on the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that the q-syte components separated due to a partial weld resulting in low weld strength and a separation of the top body and bottom body would result in the reported leakage. An incomplete weld may occur during manufacturing due to improper machine setup or machine failure.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system q-syte was broken and leaked blood from the second port. The following information was provided by the initial reporter: "when rn tried running n/s via main line to noticed liquid mixed with blood is leaking from the second port of nexiva -noticed the bd q syte was broken."